Manufacturer narrative:
Medtronic received additional information that the physician indicated the aortic stenosis was significant to severe. There was no information provided from the hcp suggesting valvular insufficiency. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that nine years and three months post implant of this aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve due to aortic insufficiency. No additional adverse patient effects were reported.